Manufacturer narrative:
(B)(4) d10: p10-100-br1l-s, tibia arc rt sz 1 lg 3dp strl,260f18623b02 p10-250-tlr0-s, talus chamfer rt sz 1 narrow tps strl, 260f1682108. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a right flexor hallucis longus tendon laceration occurred intraoperatively during a total ankle replacement. The injury was identified and repaired during the same operative session. The patient was reported to be doing well with no issues related to the ankle replacement. It was reported that no further information is available.